Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact called to report customer was having cartridge change issues. There was no reported adverse impact to the customer. Contact stated the customer was not available to troubleshoot at time of call. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.